Event description:
Pump alarm 20 was reported during insulin pumping. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded with assistance from technical support, but the alarm recurred, leading to the decision to replace the pump. The customer was informed about the replacement, which was confirmed to be within warranty, and a replacement pump was provided to maintain insulin delivery.